Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm completed diagnostic tests and the unit autofilled without issues, additionally the stm ran the system for one hour initiating autofill without issues. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient an iab inflation related issue occurred. The customer stated that the cardiosave intra-aortic balloon pump (iabp) would not autofill and manual fill mode had to be used to complete a balloon fill cycle. There was no harm or injury to patient and no adverse event was reported.